Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent (3.00 x 24) was been used to treat a lesion in the rca. As the physician attempted to advance the device to deploy, it got stuck in the severely calcified lesion. The physician used force while attempting to withdraw device but felt resistance, and the stent dislodged at lesion site. The physician used a snare catheter to retrieve the stent. The lesion was treated with another device. The investigator has indicated that no health hazard was caused to the patient.

Manufacturer narrative:
(B)(4). Evaluation, results: lesion morphology, force used. No device received for evaluation. Evaluation, conclusions: force used. Lesion morphology.